Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial # (B)(4) revealed a feedthrough anomaly. It was shorting across the insulator.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2013 in severe withdrawal. The pump was alarming and it was noted that motor stall had occurred. The doctor reprogrammed the pump and the pump stalled again shortly after. The pump was replaced on (B)(6) 2013 and the patient was given oral medication. Pump logs were examined showed that the pump had several resets (low battery reset) and also a motor stall and had gone into safe state. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.